Manufacturer narrative:
An analysis was performed on the returned device. The retraction problem, and the difficult to open or close were not confirmed. The difficult to remove is related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely the guide tube become bent during insertion or during plunger deployment. The bend could then add resistance to the removal of the plunger. The reported patient effect of tissue injury is listed in the perclose prostyle instructions for use, as a known patient effect of use with suture mediated closure device procedures. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 2017 removed.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a prostyle device after an intracranial percutaneous transluminal angioplasty procedure using an 8f sheath. Reportedly, it was not possible to pull out the plunger due to strong resistance. Since it was not possible to pull out the plunger, the foot could not be folded and consequently, it became impossible to remove the device. Subsequently, the device was removed while the foot was deployed, vessel damage occurred. Vascular reparative suturing was performed surgically. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 clarifier incorrect removal.